Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 1995, 29mm abbott mechanical heart valve was implanted in the aortic position. In (B)(6) 2019, the valve was explanted and replaced with another abbott mechanical heart valve. Post-procedurally, the patient was reported to be stable. Additional information has been requested for date of explant, reason for explant, replacement serial number, patient weight, ethnicity and race.

Manufacturer narrative:
Explant of the mechanical heart valve was reported due to an unspecified issue. The investigation found that there was fibrous pannus ingrowth on the inflow surface, which narrowed the inflow diameter. The fibrous pannus ingrowth was focally calcified. The leaflets were able to open and close completely with full mobility. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. Information from the field indicated that the device had been implanted for 24 years.